Event description:
It was reported that while the biomedical engineer was doing testing, he found the lower screen had black lines running through it. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display was out of electrical specification and had missing lower columns. It was also noted that there was fluid ingress in the main printed circuit board compartment. The upper/lower case halves were broken and contaminated. Both bail covers, ring cover, lead flex cover and battery drawer were broken. Three case screws were missing and the battery flex was corroded.